Event description:
Customer reportedly received the following results on aviva system 1 within 10 minutes: 22.5 mmol/l, 14.9 mmol/l, 16.2 mmol/l, and 4.0 mmol/l. Customer tested 9.8 mmol/l on aviva system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 490230, expiration date 08/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.